Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The nurse stated that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. The customer reported that there was gap (3mm) between the patient connector and the titanium adapter. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. Additional information: a batch review could not be performed because the lot number was not provided.